Event description:
Additional information received reported that the investigator asssessed the event as not device or procedure related.

Manufacturer narrative:
Other relevant device(s) are: enlw1616c120ee, (B)(4); enlw1613c95ee, (B)(4); enew1313c80ee, (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter abdominal aortic aneurysm. It was reported that the patient expired. The cause of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.